Event description:
Additional information indicated there was ¿no health damage¿ to the patient and the patient was able to go about daily life ¿without complication¿. The removed product was discarded by the hospital.

Event description:
It was reported the patient experienced an infection and underwent explant of the deep brain stimulation (dbs) system. One lead was explanted successfully, but the second lead fractured approximately 5 cm from the distal end and the tip remained inside the patient¿s skull.

Manufacturer narrative:
Product ID: 3387, serial# unknown, product type: lead. (B)(4).